Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient had a device and had a lot of trouble with it but their healthcare provider (hcp) did not know anything about it. The caller stated they told them to call in for assistance. No patient symptoms reported.